Event description:
It was reported that when using the bd pyxis¿ medbank tower, an issue occurred where medications could not be issued due to bins not being properly detected or exposed. The cubies in the second and third rows failed to open, preventing access to medications and impacting normal dispensing operations. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 13 failed to open. The field service engineer (fse) replaced the open and close sensor, but the issue persisted. The latch assembly block was then replaced, after which medbank support verified functionality remotely. Drawer and cubie operations were confirmed to be working normally. The system functioned as intended after the field service engineer repaired the device.